Event description:
The customer reported the system displayed a communication error. This error will cause the system to lockup or not to boot. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired it. Further repair information is not available. The system operates as intended.